Event description:
It was reported that the pump shut down unexpectedly and reset unexpectedly multiple times. The customer's blood glucose level was impacted. However, it was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.